Event description:
Abbott diabetes care received notice of an mhra adverse incident report submitted by an anonymous person on behalf of an adc freestyle libre 2 user which contained the following: "the sensor consistently gave inaccurate readings that were lower than the capillary readings obtained on an unspecified meter. Eventually the sensor gave a notification on the reader saying it had stopped working". It was further reported that the customer experienced a injury, however no additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.